Manufacturer narrative:
(B)(4). Serial # was requested, but not provided therefore; the device manufacturer date is unknown. The patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient came to clinic with complaints of a red heart alarm on (B)(6) 2018. The alarms reportedly occurred when on battery support and resolved on their own. Upon device interrogation observed low voltage advisories along with a couple of accidental double power lead disconnects. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log files and observed there were 3 no external power alarms. One occurred on mobile power unit (mpu) support. This is usually caused by either the power cord coming loose from the mpu or unplugged from the wall. Two of the alarms were associated while on battery due to running the batteries down below the threshold voltage. The system controller back up battery was in use during the no external power. There were no pump stoppages and no other unusual events seen within the log file. No additional information was provided.